Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and defibrillator exhibited high pacing impedance measurements and low sensing measurements. A cause was not able to be determined. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted for reported normal battery depletion. No additional adverse patient effects were reported.